Event description:
It was reported that this right atrial (ra) lead, exhibited noise that was not oversensed and was reproducible with isometrics. There was also a report of low pace impedances less than 200 ohms. During surgery, the lead was found to be stuck in the header. The pacemaker was subsequently replaced, no additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.